Event description:
Upon removing, the cre 18mm x 20mm balloon dilatation catheter from its packaging, a shaft kink was noted. The physician attempted to straighten the kink, but was unsuccessful. The device was not used and another of the same device was used to complete the procedure.